Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 17.1-17.7cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. A fracture of the inner coil was noted at 1.0cm from the distal tip. The inner coil was also over-torqued at this location.

Event description:
It was reported that patient presented to the ER after receiving shocks. Interrogation showed a low pacing lead impedance and decreased high voltage impedance. Imaging of the lead showed no anomalies. Lead was explanted.